Event description:
Patient had cystoscopy, right side retrograde pyelogram and right stent procedure today with c-arm. When x-ray tech tried to download images to pacs, the c-arm lost images (and was out of sort - other patient's images were on this patient's exam). C-arm was taken out of commission to be repaired.